Manufacturer narrative:
Investigation: the device was not returned to the manufacturer for inspection. Therefore, no technical inspection could be carried out and the error description provided by the customer, "flickering during procedure", could not be confirmed. However, according to the reported issue, the cause can be attributed to the cameras c-mos sensor technique. Due to the rolling shutter of the camera, the high light energy of the laser unit creates artifacts in the image. This is technically not improvable yet. The above investigations did not reveal a root cause related to the labelling, the device, or its history. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the camera head th111 was purchased for a urology stack. When the stack is used with lasers, clinical staff have reported interference on the monitor. The screen was flickering and had artefacts. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).